Event description:
It was reported that when the patient presented via merlin.net, it was noted that the device was in backup vvi. The patient was brought to the clinic and the ICD was checked; no backup vvi was seen.